Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234drg ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead integrity alert (lia) was triggered. The epicardial patch was found to have noise when configured can to right ventricular (rv) coil channel. Lia was suspended through the device. A lead replacement has been scheduled. The epicardial patch remains in use. No patient complications have been reported as a result of this event.